Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. The reported event was not confirmed. Inspection of the returned device indicated that the link was broken at the swage end of the posterior cuff and can appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in a common femoral artery using the perclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Three additional proglide devices were used with the same results. The physician performed a cut down and observed that the arteriotomy was at the inguinal ligament. The aaa procedure was completed and hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional devices referenced, are being filed under separate medwatch MFR numbers. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.